Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a pacific plus pta balloon and an everflex entrust self-expanding stent during treatment of a plaque lesion in the patient's superficial femoral artery. No vessel tortuosity and little vessel calcification were reported. An inflation device was used for balloon inflation. It was reported that the balloon was punctured as blood was found in the catheter lumen during delivery of the balloon. The balloon was retrieved and was substituted with another balloon. It was also reported that the outer most dark blue sheath was found detached from the everflex entrust deployment handle during removal of the device from the protective packaging. The delivery system was withdrawn and did not insert to patient body. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Additional information reported that the pacific plus balloon was safely removed from the patient. A replacement everflex entrust stent was not used to complete the procedure product analysis the device was returned with the balloon in a pre-inflated state, a visual inspection of the device found that the balloon was detached at the balloon bond, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.